Event description:
Customer reported each time using the device, it generated a 000 prior to dosing the strip. Device continued to display as if it were going to produce the result. No treatment. A request was made for return product and replacement product was sent.